Event description:
Per the clinic, the patient experienced a loss of osseointegration while attempting to remove the processor. It is unknown whether there are plans to reimplant the patient with another device. Additional information has been requested, but has not been made available as of the date of this report, august 5, 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead dislodged. Twiddler's syndrome was noted. The lead was explanted and replaced.